Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2021.

Event description:
The customer called into technical support (ts) reporting that the device is displaying blower high temp alarm error message due to a dirty air inlet filter. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed reported problem. The remote service engineer (rse) provided part ID for the filter. The customer replaced the air inlet filter to resolve reported problem. The device is back in service.

Manufacturer narrative:
G4:19feb2021. B4:04mar2021. H11:g5:k102985. H10: the patient was moved to a different unit, no harm was reported. The v60 user and service manual indicate that the air inlet filter can collect lint and dust and therefore needs to be inspected and replaced at regular intervals to ensure proper system performance. Based on this information, it has been concluded that the reported failure occurred due to user error and not a device malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.